Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-21965. It was reported that the patient's system was autoreducing. X-rays revealed that the ipg had flipped in the pocket and the extension may be damaged. As a result, surgical intervention took place on (B)(6) 2020 wherein the right extension was explanted and replaced and the ipg was repositioned in the pocket. Surgical intervention resolved the issue.